Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered error 25521 twice. The site power-cycled the system to clear the error the first time. The error came back again later during the case, and the site elected to disable patient side manipulator (psm) 2 and switched to psm 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified error 25521 indicating an embedded serializer for the instrument interface (esii) link error. The site continued with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm 2 involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported event, however, was able to confirm via field system error logs. A visual inspection was performed. The arm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Additionally, friction readings were found to be out of specification along axis 1 during evaluation.